Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Blood was observed on the device indicating clinical use. The slide lock was dis-engaged. The plunger was fully depressed on the delivery device. The anchor and tension spring assembly remained inside the device. The seal was delaminated at the fourth coil. Based on the condition of the device as found, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal was observed to be cracked when the seal was set. A replacement device was opened and the same thing occurred. A third replacement device was used to complete the procedure. The surgical time was extended for five minutes. The hospital did not report any patient effects.

Manufacturer narrative:
On 11/17/2015 09:54 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the hs iii proximal seal was observed to be cracked when the seal was set. A replacement device was opened and the same thing occurred. A third replacement device was used to complete the procedure. The surgical time was extended for five minutes. The hospital did not report any patient effects.